Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the device had fluids noted under the screen as well as at the bottom of the battery compartment. Customer stated nothing was working on the insulin pump. Buttons were unresponsive; he attempted to try to dry it. It was reported the customer had fallen into the pool with the device. Blood glucose was 4.0 mmol/l. Fluids were noted under the lcd screen. No notes were cracks were noted. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.